Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2014. The investigation included: methods: review of device history records, review of complaint history. Results: evaluation of complaint related device: the cusa handpiece was tested for reported failure. The handpiece was overtorqued, had a damaged housing and transducer. The housing and transducer were replaced. Functional test was performed and the handpiece passed all tests. A DHR review was undertaken of works order number (B)(4) and the associated test record (B)(4), to identify any recorded anomalies that could be associated to the issues surrounding the complaint. The documentation shows that the device was produced in (B)(4) 2013. The test record shows that all functionality tests and final release checks were performed satisfactory prior to the unit being released. No concessions are listed on the work order. Conclusion: the hand piece has been damaged due to it being "over-torqued."

Event description:
It was reported that on an unknown date, the device was not giving full amplitude as set and it was overheating. The product problem happened during a procedure. No other information was provided. Several requests for additional information were sent but to date, no new information has been received from the customer.